Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date and suture was used. During an unknown cardiovascular surgery, the needle at the proximal end was broken when the product was used during suturing. It was occurred with 3 sutures in a row. It was not a control release needle. Additional suture was performed to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/21/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - did the needle/s fall into the patient? If yes, ¿ was the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? ¿ if not retrieved, in what tissue structure the needle was retained? Is there any plan in place to remove the needle in the future? Please provide details. ¿ what is current condition of the patient? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) ¿ please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.